Event description:
It was reported, "during the surgery, when the surgeon opened the product, he found the product without 2 pegs. Therefore, the surgeon implanted the device by using cement with the pt without 2 pegs."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.